Manufacturer narrative:
The reported events of undersensing and noise could not be confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical, visual, and x-ray inspection did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
Additional information reported that the patient had continued episodes of high frequency noise on the ventricular sensing channel. The right ventricular lead was explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to cardiac arrest. While the patient was at the hospital, the pacemaker was interrogated, revealing noise seen on the right ventricular lead, causing episodes of noise reversion. Additionally, electrograms were seen where ventricular tachycardia and fibrillation were occasionally undersensed by the right ventricular lead. There were no known patient consequences.